Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventrio st (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventrio st (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol composix l/p. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventrio st (device #1). On (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol composix l/p. It is alleged that the patient had unspecified injuries, including consultations with their medical provider. As reported, the patient is only making a claim for an adverse patient outcome against the bard/davol ventrio st (device #1). As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventrio st (device #1). (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol composix l/p. It is alleged that the patient had unspecified injuries, including consultations with their medical provider. As reported, the patient is only making a claim for an adverse patient outcome against the bard/davol ventrio st (device #1). As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2013 ¿ patient was diagnosed with incarcerated incisional hernia thereby underwent laparoscopic repair with the implant of ventrio st mesh (device #1). Per operative notes, ¿th incarcerated infraumbilical hernia with omentum was identified. A ventrio st mesh (device #1) was placed into the abdomen and tacked.¿ (B)(6) 2013 ¿ patient had pain and was diagnosed with incarcerated recurrent ventral hernia thereby underwent laparoscopic repair with the implant of composix l/p mesh (device #2). Per operative notes, ¿adhesions to anterior abdominal wall were taken down. The mesh (device #1) had pulled away from left side of defect, but the mesh itself well incorporated. A composix l/p mesh (device #2) was placed to cover the defect using tackers.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventrio st (device #1) used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2012) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.